Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On (B)(6) 2020, olympus medical systems corp. (Omsc) received literature titled "should antibiotics be administered after endoscopic mucosal resection in patients with colon polyps?". This study was conducted endoscopic mucosal resection (emr) of colon polyps from january 2013 to august 2013. The colon polyps were held using the subject device and cut using high-frequency electric coagulation and/or electric cutting. In the literature, it was reported that a small amount of bleeding and infection have occurred. The small amount of bleeding was successfully treated by clamping with metal clips or by electric coagulation. Two patients developed an infection and exhibited fever, leukocytosis, and/or a high neutrophil ratio. These patients were successfully treated with levofloxacin injection over 3 days. And, it was reported that the etiology of the infection may be electric coagulation syndrome after colon polyp removal in those patients. There is no description of the device's malfunction. Based on the available information, detailed information of the subject device was not provided. Therefore, omsc assumes that 2 patients of infection were related to the subject device. Omsc will submit 2 medical device reports (MDR) depending on 2 patients of infection. This is the report regarding two of two reports.